Event description:
It was reported that the left ventricular (lv) lead dislodged shortly after implant, six years ago. The lv lead thresholds had been rising over the years and were now high, causing the patient to experience diaphragmatic stimulation from the lv lead. The lv lead was partially explanted, capped, and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products. W1tr01 crt-p, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.